Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and it was unable to prime during the prime test due to loose drive support disk. Unit received with cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer stated that when she does a manual prime, the pump does not stop. Customer has changed out all of her supplies and turned the pump off for 2 days. Customer has reset everything, but the issue has not been resolved. Customer stated that they are unable to exit the preparing to prime loop. Customer had a compromised force sensor system alarm. Customer also stated that the drive support cap was protruded about 1/16th of an inch out of the pump casing. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.